Event description:
Baxter (B)(4) received a report that one (1) intermate device would not flow. It was not reported at what stage the problem was noted; there was no report of patient involvement, injury, or medical intervention. Sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary:baxter received one sample containing approximately 50 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Upon sample receipt, flow was not readily observed at the distal luer. Even when the tubing was cut, fluid did not flow out of the tubing. No evidence of drug precipitate was noted inside the reservoir. The root cause was determined to be excess solvent at the tubing and stress-member connection, which blocked flow. Excess solvent was determined to be a manufacturing defect: operator error during the manual solvent bonding process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in june 2011. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: d10, h10a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.